Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with the customer's sensors. The wife states that one sensor fell out, and the other came apart. The customer did not have the sensors, due to disposing of them. The customer's blood glucose level at the time of incident was 125mg/dl. The customer was advised that replacements would be sent out.